Event description:
It was reported during an rv lead revision the set screw would not hold the lead into the header. The physician decided to explant and replace the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, the rv set screw was found to be completely backed out from the connector block threads. After screwing it back into the connector block threads, a torque driver was able to engage the rv set screw normally. The set screw was able to tighten and secure a clinical lead normally. The cause of the field event of a set screw anomaly could not be conclusively determined.